Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available for return, device is still implanted.

Event description:
It was reported, a doctor threaded a 70mm fully threaded 4.0 x 70mm cancellous axsos 3 screw entirely through the proximal hole of the plate where the targeter for distal screws attaches. Remained implanted.